Manufacturer narrative:
Citation: title: comparison of catheter ablation and surgical ablation in patients with long-standing persistent atrial fibrillation and rheumatic heart disease: a four-year follow-up study authors: jun gu, xu liua, wei-feng jiang, feng li, liang zhao, li zhoua, yuan-long wang, yu-gang liu, xiao-dong zhang, shao-hui wu, kai xua, dao-liang zhang, jia-ning gu international journal of cardiology, issue # 168 (2013) 5372¿5377, 2013 10.1016/j.ijcard.2013.08.057 'date available online' used for event date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the 4-year efficacy of saline-irrigated cooled tip radiofrequency ablation (sictra) in treating patients with long-standing persistent atrial fibrillation (ls-af) and rheumatic heart disease (rhd). The patients were divided into group a (n = 47, group a) which underwent catheter ablation and group b (n = 48, group b) who underwent sictra combined with valvular surgery. All data were collected from a single center. The study population included 47 patients in group a and 48 in group b, the patients in both groups were predominantly female; the mean age in group a was 55 years and 53 years in group b. The cardioblate bp2 device was used with the group b patients (lot number not provided). Among the group b patients, four deaths occurred. Based on the available information, the deaths were not attributed to the medtronic product. Among the group b patients, adverse events included: one stroke during the procedure, sternal would infection in four patients that was treated with antibiotics, one case of pericardial effusion that occurred 5 days after the procedure that disappeared 15 days after the procedure and three cases of pneumonia. Based on the available information, the stroke during the procedure may have been attributed to medtronic product. Among the group b patients, no device malfunctions occurred. No additional adverse patient effects or product performance issues were reported.